Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump had motor error alarm. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose. Customer stated that the drive support cap appeared normal. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. The information that provided, date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.